Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the iipv event. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. The labeling reviewed was found to be sufficient. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 10:53:21. During night drain cycle nineteen, the patient's ultrafiltration reading was 1826ml, indicating the home patient (hp) drained 1226ml more than their maximum programmed fill volume of 1500ml. The tidal ultrafiltration (uf) was programmed at 10ml. No additional information is available.